Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. A sample for this complaint report has not been received; visual inspection or functional testing could not be conducted in order to ascertain if a potential failure mode exists for the consumable device. It was noted in review of the customer report the customer acknowledged there was no kink in the line, no "plugging"/occlusion of the trocar cannula, or cannula displacement. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported they had a patient experienced a choroidal hemorrhage during a retinal detachment repair procedure. The surgeon indicated the patient was on plavix which could have been a contributing factor or causative factor. In addition, the patient was "bucking" under anesthesia which is also a risk factor. Additional information was requested; however, none has been received to date.